Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The delivery system was returned near the default marker, locked, with full fine adjust used, but no flex used. The delivery system was fully inserted through the loader cap. During visual inspection, a j hook balloon burst was confirmed on the inflation balloon. No balloon material was missing. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. As no manufacturing non-conformance was identified, no DHR review is required. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken off the balloon met specifications. The balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system balloon ruptured during peak of deployment. No harm was caused to the patient or valve embolization. The thv was safely, and successfully, deployed in its intended location. The was no presence of bulky, protruding, or sharp pieces calcium were noted on this patient. No extra volume was added to the balloon.